Event description:
It was reported that an ilet pump was accidentally run over by a vehicle, resulting in a shattered and unresponsive screen. No injury to the user occurred. Outcomes included the user transitioning to backup injection therapy and receipt of a replacement device. Investigation included complaint intake review and return of the damaged device for evaluation. Investigation of this case revealed physical damage consistent with an external impact to the device¿s display. It was concluded that the device failure resulted from external mechanical damage rather than a device malfunction.